Event description:
This physician has been using arthrocare rapid rhino rr 800 products since 2006. For the past two years, however, he has noticed that after removing the device there have been local, granulating, partly fibrous, alterations in the mucous membrane, some of which have led to membrane decay. In some cases, this has subsequently led to septum perforations. The physician did not provide any info about any one specific incident.

Manufacturer narrative:
No individual incident date info was provided by the physician, so the date of occurrence is approximated as the date of incident on the arthrocare form filled out by the physician. The device is not returning for evaluation. A follow-up report will be completed once a lot history review is completed.